Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had alarmed replace battery alarm. The customer¿s blood glucose level was 155 mg/dl. It was reported that the customer received an alarm to replace the battery and removed it, a metal with three prong came off and was unable to return it. The insulin pump will be returned for analysis.